Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(6) 2019 was used based on age of patient.

Event description:
It was reported that the bd insyte autogard catheter experienced the plastic tip splits.' The following information was provided by the initial reporter: after asepsis of puncturing site, when puncture is performed it was observed that the catheter doesn't slide through the skin, and it was verified that the plastic "flowered" (tip splits).

Event description:
It was reported that the bd insyte autogard catheter experienced the plastic tip splits.' The following information was provided by the initial reporter: after asepsis of puncturing site, when puncture is performed it was observed that the catheter doesn't slide through the skin, and it was verified that the plastic "flowered" (tip splits).

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.